Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while conducting pre-use inspections of bd closed-system intravenous cannulas (22g) with lot number 3108427, nurses in the general ward of our hospital discovered that several units exhibited suspected peeling of the plastic coating on the cannula hub, suspected mold or rust spots on the cannula shaft, and yellow prn caps that appeared to have aged and turned white. The nurse immediately ceased using products from this batch, replaced them with qualified products to complete the procedure, and no harm was caused to the patient. The defective products have been isolated and sealed.